Event description:
Complainant alleged that during routine shift check of the device by a clinician, the display screen displayed a "bridge test failure" message. The complainant indicated that there was no patient involvement in the reported malfunction.